Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, the insulin pump kept alarming no delivery while she was attempting to deliver a bolus. Customer's blood glucose was 212 mg/dl and had to manually treat as the insulin pump wouldn't allow her to. Troubleshooting was performed and customer was advised the alarm was caused by infusion set/reservoir occlusion. Customer is not returning the device for analysis.